Event description:
A customer reported via webform that they encountered a sensor error message upon scanning the adc device. The customer was contacted and indicated due to the reported issue, they were unable to obtain readings and experienced symptoms of dizziness, headache, disorientation, and required treatment of sugar and sumo beverage provided by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured as 1.24v and is out of specification range (1.45v to 1.65v). An extended investigation has also been performed on the returned sensor. Visual inspection was performed on the returned de-cased sensor, no issues were observed. The returned battery was measured at 1.24 v out of specification. The battery was removed and remeasured, the battery is now measuring as 1.58v within specification. A brown out reset conditions test was performed and observed battery voltage drops at zero minutes. Therefore, concluding the low/dead battery was not the cause of the brow out reset. The r17 resistor witch disables the bluetooth radio chip was removed. The sensor was reprogramed and a simivio test was performed. The simivo test passed and the sensor is operating correctly. Therefore, this issue is confirmed to r17 resister for the bluetooth which was draining the circuit. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they encountered a sensor error message upon scanning the adc device. The customer was contacted and indicated due to the reported issue, they were unable to obtain readings and experienced symptoms of dizziness, headache, disorientation, and required treatment of sugar and sumo beverage provided by third-party. There was no report of death or permanent injury associated with this event.